Manufacturer narrative:
Concomitant products: product ID: 7427v, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 377760, lot# v006389, implanted: (B)(6) 2006, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 377760, lot# v006389, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) battery "pooped out" and stopped due to "normal" battery depletion. The ins was replaced four days after the initial report. It was further reported that the patient was "happy" now.